Event description:
Cook ireland reported for the customer, "woman (B)(6). Pcm dependent. One lead implanted in rv 12 years ago. Endocarditis one vegetation 2 cm. Physicians decided to perform le. They used liberator + shortie 11 and evolution 11. When we remove the lead we caused pulmonary thromboembolism due to vegetation migration. Oxygen saturation decreased. Tip of the lead keep in ventricle wall. Anesthetist decided not wake up and patient goes to critical care and keep in observation and increase volume of liquids to treat pte. Patient started to bleed hours later, they treated to practice open surgery but due to bad health conditions, woman had before lead extraction she couldn't pass operation and she died. All team followed right indications and protocols about products and procedure. Physician called to explain me but not to complain. And they think that part of this bleeding was cause for evolution used or when they remove the lead with metal internal coil broken without silicone moved brushing the bad state of veins."

Manufacturer narrative:
(B)(4). According to info supplied to trackwise, this product is not being returned for eval. As the devices have not been returned for eval the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined.